Manufacturer narrative:
This report is being supplemented to provide additional information received from follow up attempt(s). Updated fields: b5, d8.

Event description:
The reported phenomenon occurred during the middle of the procedure and caused no procedural delays. The procedure was a diagnostic upper gi endoscopy, and the patient was under conscious sedation. The procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon was caused by failure of the front panel unit. The cause of the front panel unit failure could not be estimated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for preliminary evaluation and inspection. The customer's reported issue and the front panel failure have been confirmed. In addition, a faulty socket not maintaining air pressure was found during preliminary evaluation and inspection. Dust, scratches/corrosion, and a rusty socket were also found. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility contacted olympus to report an inability to adjust brightness with their video system center. Upon evaluation and inspection of the returned suspect device, the front panel switches were found not to be working. This MDR is being submitted due to the faulty front panel. No patient or user harm has been reported.